Event description:
The patient reportedly experienced a loss of lock with internal device. External equipment was exchanged and programming adjustments were attempted, however this did not resolve the issue. Revision surgery will be scheduled.